Event description:
A surgeon reported, that during a clear lens exchange. It was observed, intraoperatively a peripheral detachment of the endothelium over 360 degrees. On day (B)(6) and day (B)(6), the corneal edema remained major. Despite unspecified medical treatment. Additional information has been requested. Additional information has been received, stating that the corneal edema, resulted in a corneal opacity. The unspecified medical treatment was a corneal endothelial transplant.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Additional information was received from the customer, indicate that there were no nonconformities or system messages noted, during the laser procedure. And that all programmed cuts were successfully completed. Based on the information provided, the root cause of the reported event could not be conclusively determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a clear lens exchange it was observed intraoperatively a peripheral detachment of the endothelium over 360 degrees. On day one and day ten the corneal edema remained major despite unspecified medical treatment. Additional information has been requested.